Event description:
It was reported that a patient presented with high capture thresholds and increasing impedance noted on the patient's right ventricular lead. Upon examination, the lead impedance trends were stable. Lead integrity was suspected as the cause of the issues. The lead was capped and replaced on (B)(6) 2026. No adverse patient consequences were reported.

Event description:
It was reported that a patient presented with high capture thresholds and increasing impedance noted on the patient's right ventricular lead. Upon examination, the lead impedance trends were stable. Lead integrity was suspected as the cause of the issues. The lead was capped and replaced on (B)(6) 2026. No information regarding adverse patient consequences were reported.